Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and confirmed the complaint that the unit had a speaker malfunction. The brt replaced the speaker assembly and mainboard due to the issue being intermittent. Based on the information available and the testing conducted, the cause of the reported problem was the speaker and mainboard.

Event description:
It was reported that there was a speaker malfunction error. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that there was a speaker malfunction error. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.